Event description:
Per the clinic, the patient experienced an infection at the implant site that was treated with oral and topical antibiotics. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on nov 27, 2023.